Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
One resolute integrity drug eluting stent was implanted in the rca to treat unstable angina and instent restenosis. Approx 7 months post implantation, the patient suffered an mi. The investigator has not assessed the relationship between the stent and the adverse event.